Event description:
An aus device was implanted on 3/11/92. The pump was revised on 9/24/92. The cuff and balloon were revised on 3/30/93. The balloon and pump were removed from the pt and replaced on 4/24/97 due to recurring incontinence and fluid loss-balloon.